Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a lower extremity interventional procedure using a 6f sheath. Reportedly, when the vessel locator wings were opened and the device was pulled back against the vessel the device came out of the arteriotomy. There was no reported tissue or vessel damage noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing was performed on the returned device. The reported loss of vessel access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the device was inadvertently pulled too hard against the vessel wall such that the contributed to the reported ¿when the vessel locator wings were opened and the device was pulled back against the vessel the device came out of the arteriotomy¿. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.